Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed the device data and found that this pacemaker was found to be in safety mode. Technical services recommended to replace and return the device. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the device case had no abnormalities. The device could be interrogated. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting, in the swollen battery, and in the clinically observed fault code, reversion to safety mode.

Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed the device data and found that this pacemaker was found to be in safety mode. Technical services recommended to replace and return the device. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this device was explanted and replaced successfully. This device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed the device data and found that this pacemaker was found to be in safety mode. Technical services recommended to replace and return the device. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this device was explanted and replaced successfully. This device is expected to be returned for device analysis. No additional adverse patient effects were reported.